Event description:
Additional information received indicated the bluetooth (ble) telemetry on the implantable cardioverter defibrillator (ICD) was resolved, however, no information was provided on how it was resolved, or what caused the issue.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.